Event description:
It was reported that a physician implanted two x-stop devices into a patient at levels l3-l4 and l4-l5. The physician noted an l5 spinous process fracture intraoperatively during distraction. Post-op, the patient experienced a return of lss symptoms and radicular pain. The patient was given pain medication and peri-radicular injections. No additional information was reported.

Manufacturer narrative:
Additional catalog #: 1-3010. Additional lot #: 060109. Device not returned, follow up conversation with company representative.